Event description:
It was reported the powerseal curved jaw sealer and divider had a jaw that was not opening. The event occured during a therapeutic pylorus preserving pancreaticoduodenectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a handpiece friction problem. Should additional relevant information become available, a supplemental report will be submitted.